Manufacturer narrative:
D4 UDI information was updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported issue could not be duplicated. The device powered on but did not operate as design spec due to damage/degrade parts and out of calibration. The most probable cause is the ac cable. This was replaced and the device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device would not turn on and would only operate if the level 2 lock was unlocked. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.